Event description:
It was reported that one day post implant, the left ventricular (lv) lead dislodged. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m-62 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted (B)(6) 2014. (B)(4).